Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenovideoscope and a single use distal cover, a lump of mucosal tissue was found attached to the distal cover of the scope. There is no report of mucosal damage, however bleeding was seen in the throat when the scope was withdrawn at the conclusion of the procedure. The user presumed the mucosal tissue was caught by the tip of the distal cover when the scope was withdrawn. No intervention was required as a result of this occurrence. The patient¿s current condition could not be provided. No further consequences to the patient have been reported. When the scope with distal cover was withdrawn a crack was noted in the slit of the distal cover. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause of the issue is the following: procedure is started without noticing cracks in the tip cover during pre-use inspection. By performing the suction operation with the tip in close contact with the mucous membrane, the mucous membrane enters between the tip cover and the elevator. The endoscope was removed with the mucous membrane inserted between the tip cover and the elevator (the tip was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the tip cover is excised, and a piece of mucous membrane remains in the tip cover. Procedure is started without noticing cracks in the tip cover during pre-use inspection. Although no suction operation is performed, the mucous membrane enters between the tip cover and the elevator due to the strong contact between the tip and the mucous membrane. The endoscope is removed with the mucous membrane inserted between the tip cover and the elevator (the tip is in strong contact with the mucous membrane). The mucous membrane that has entered at the cracked part of the tip cover is excised, and a piece of mucous membrane remains in the tip cover. By performing the suction operation with the tip in close contact with the mucous membrane, the mucous membrane enters between the tip cover and the elevator. The endoscope was removed with the mucous membrane inserted between the tip cover and the elevator (the tip was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the tip cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the tip cover. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The date of manufacture was provided.